Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up the device for a cardiopulmonary bypass procedure, the foot plate was bent on the sternal saw. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loos or no adverse consequences to the pt.